Event description:
It was reported by the customer, after opening the package, the tip of the guide wire is found to be seriously bent, which makes it difficult to feed the catheter, so the new catheter is replaced and a new guide wire is used for catheterization. It was reported this occurred with two devices. This report addresses the second occurrence. 4/22/2024 - two guidewires were returned for evaluation; one exhibited misaligned coils.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a bent guidewire is confirmed and was determined to be use related. The products returned for evaluation were two nitinol guidewires. One of the guidewires was bent at the distal end. The other guidewire was slightly curved. Light use residue was observed on the guidewires. Microscopic inspection of the guidewire with a bend at the distal end revealed the coil wire was misaligned. The other guidewire was unremarkable. Both guidewires were completely intact. The misaligned coils and bend in the guidewire likely occurred during insertion or retraction of the guidewire. This complaint will be recorded for future trending and monitoring purposes.